Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Tga device incident report reference no. (B)(4); submitted to tga (therapeutic goods administration) by the patient. (B)(4).

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted inside the patient. On (B)(6) 2019, the patient had an infection after the insertion of the sling. Additionally, the patient has been transferred to urologist and new gynaecologist for pain management and further assistance, including physical therapy. Bulkamid had been inserted in the patient as well to assist, but the patient still has major pain. The patient has been referred to a new urologist for the removal of the sling.